Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the patient has been experiencing longer seizures since generator replacement due to end of service. The mother reported that the patient is a high settings and that the settings are the same as the previous generator. Further follow-up revealed that the patient's mother contacted the physician the same day and that the mother reported that the patient's seizures are fewer and shorter, lasting less than one minute. The physician's office reported that the mother has not contacted them again and that it was believed the patient was doing well. The device was programmed to 30 seconds on and 1.1 minutes off. The patient was not scheduled to be seen until (B)(6) 2016. No additional relevant information has been received to date.